Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation and pericardial effusion. Also, the lead was migrated. A lead revision was performed. This lead remains in service. No additional adverse patient effects were reported.